Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Patient reported they ¿were not feeling any shocking¿ and the therapy was not really helping their symptoms. It was also reported that they were having trouble getting the programmer to work right. These issues reportedly began on (B)(6) 2017. Patient increased their stimulation and initially stated they felt it in their back but later stated it was felt in the bike seat area. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that 2 weeks ago patient's therapy stopped working. The patient started to wet his pants. The patient stated that since implant (B)(6) 2017 he would go to the bathroom - eat and then he would have to go the bathroom again and then he would wash his hands and then have to go to the bathroom again.